Event description:
Upon receipt of the device, the user reported that the big screw of the holder was loose on the central control monitor and could not hold the angle. There was no pt involvement during this event.

Manufacturer narrative:
Device eval anticipated, but not yet begun.